Manufacturer narrative:
(B)(4).

Event description:
A catheter was being inserted and broke off in the ICU post op and had to be retrieved surgically. The patient was discharged from the hospital without incident.

Manufacturer narrative:
(B)(4). The customer returned the luer hub of an arterial set catheter for investigation. Visual examination revealed only a small piece of the catheter body was attached to the luer hub. The rest of the catheter body was separated and not returned. Visual and microscopic examination of the point of separation revealed the catheter's edges were smooth and flat. The appearance of the surface where it was severed was consistent with being cut with a sharp instrument. Only 2 mm of the catheter's body remained attached to the luer hub. The luer hub and remaining attached catheter body measured approximately 1.260" together. However, per catheter drawing they should measure between 2.715"-2.755" together. Therefore, at least 1.455" of the catheter body was not returned. A device history record review was performed and no relevant manufacturing issues were identified. The instructions for use provided with this kit warns the end user not to use scissors to remove dressing to minimize the risk of cutting the catheter. The IFU also warns that care should be exercised that indwelling catheter is not inadvertently kinked at hub area when securing catheter to patient. Kinking may weaken wall of catheter and cause a fraying or fatigue of material, leading to possible separation of the catheter. The report that the catheter body separated was confirmed through examination of the returned sample. The catheter body was separated 2 mm below the luer hub. The appearance of the surface where it was severed was consistent with being cut with a sharp instrument. A device history record review was performed with no relevant manufacturing issues. Based on the sample and the information provided, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.

Event description:
A catheter was being inserted and broke off in the ICU post op and had to be retrieved surgically. The patient was discharged from the hospital without incident.